Event description:
Sales rep called erd nurse line requesting information about the harmonic tip being visible on x ray as someone at one of his accounts used enough force to break it off. No further information was provided.

Manufacturer narrative:
(B)(4). Unknown; captured as awareness date. Batch #: v96e55. Additional information was requested and the following was obtained: the tip was retrieved without the use of any scans. No patient consequence. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.